Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to oversensing noise. The rv lead was removed and replaced; however, the lead still had noise on the electrocardiograms. The ICD that was attempted for implant was then replaced and the noise issue was resolved. The physician suspect a setscrew problem with the rv port and a sensing issue with the device as noise was seen on the rv electrocardiograms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material (fm) in the connector and the rv bore was found with fm. The returned device indicated a grommet issue and a damaged grommet. The returned device indicated foreign material on set screw and a set screw with a rounded socket. The analyst indicated the rv bore was found with fm. The analyst identified the atrial grommet was found with fm, the rv grommet was found with damage and fm. The analyst identified the rv setscrew was found with fm in setscrew socket and found with rounded corners. Sufficient fm was observed in the rv setscrew socket to impede the insertion of a medtronic torque wrench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.